Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function. Pt noticed this when he tried to bolus on the day of the report. Pt boluses 3 - 4 times per day and has used this infusion device for 2 - 3 years. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.